Manufacturer narrative:
(B)(4). Batch # n57100. The analysis results found that a pse45a device was returned inside its package unopened. Upon visual inspection, a foreign matter was noted to be inside and the foreign matter was confirmed to be flash from the device and it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the holes was noted to be from the outside in. During manufacturing/testing in some cases component friction can result in small shavings ejecting from the device after packaging during transit. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
Packaging issue: it was reported by the affiliate that before an unknown procedure, per the nursing report, the device came stuck and contaminated for the surgical procedure. They received the sealed product, but when it was opened for patient use, they realized that internal wrapper was stuck and contaminated. To continue the procedure, it was necessary to dispense another stapler for this patient. There were no adverse consequences for the patient. Unknown if the device will be returned. (B)(4).